Event description:
False negative results. No more details available.

Manufacturer narrative:
Controls and urine or serum lot #s: 25miu/ml hcg control urine 0612571, 100miu/ml hcg control urine 0612573, 500iu/ml hcg control urine hcg080307r. Summary of results: the retention tests met qc spec. Correct positive results were showed when tested with 25miu/ml hcg urine control. Correct positive results were showed when tested with 100miu/ml hcg urine control and 500iu/ml hcg urine control. No false negative were found in the test. Probable root cause: the urine sample is very likely to be influenced by many factors, such as taking in too much water before testing, which will dilute the urine specimen and decrease the hcg concentration in urine. So we suggest the pt test with the first morning urine. Conclusion: from our testing, all the results were fine. So the complaint is not confirmed.